Manufacturer narrative:
(B)(4). The suspect device is an unknown mesh device.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
This event was determined to be a duplicate of another event reported on asr# (B)(4).